Event description:
Customer's friend called for an ambulance when customer started having "seizure like symptoms". Caller reported the advantage system gave a blood glucose result 149 mg/dl, paramedic system result was 25 mg/dl 5 minutes later. Paramedics gave customer a glucagon shot, transported him to the hospital. At the hospital, customer's blood glucose was 413 mg/dl (unsure of any symptoms) on the advantage meter and about 5 minutes later blood glucose was 143 mg/dl on the hospital meter. A request was made for the return of the meter and strips, replacement sent.